Manufacturer narrative:
Evaluation summary: visual inspection under 30x magnification indicates no j stiffener wire fractures. Visual inspection under 30x magnification also indicates the lead was snipped or cut into two sections, with evidence of flared coil were ends, x-ray of lead confirms no j stiffener wire fractures.

Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Techinque/tools: direct traction with locking stylet. Intravascular counter traction, sheath(s). No complications.